Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately high. The pt tested in 2004 and obtained readings in the 300 mg/dl or 400 mg/dl range. Within a 10 minute time difference a reading of 150 and 170 mg/dl were obtained on another meter (invalid comparison). Pt had been feeling bad and having frequent urination during the time of testing. Approximately 2 hours later they were seen in the hospital for a meter to hospital meter comparison, where they were treated with insulin. Results from the hospital were unknown. The customer service representative walked pt through two consecutive control solution tests and both results fell outside the specified range. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Pt had high symptoms, high blood glucose readings, and was treated according at the hospital. However, based on two failed control solution tests there is an indication that the product malfunction and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.